Manufacturer narrative:
The customer reported to tac that they have determined that one of the scopes was generating the b30 error. Tac informed customer that per instructions for use recommends that the light source be turned off before connecting or disconnecting the scope; otherwise, the error b30 could come up and the scope could be damaged. Tac also advised the customer that if the b30 comes up, the user must turn off both the video processor and the light source to reset error code. Customer reported that they did not follow this procedure and determined that the issue is associated with only one of their scopes. However, the customer did not provide the specific model and serial of the scope. The light source was returned to olympus for evaluation and the customer¿s report was confirmed. The evaluation uncovered minor scratches on top cover, front panel, the fan was working appropriately. The olympus lamp life meter has a reading 230+ hours and air pump pressure was within standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a intermittent b30 (scope communication error) occurs on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the b30 error be confirmed/reproduced. Olympus will continue to monitor field performance for this device.